Manufacturer narrative:
(B)(4). Difficulty in removing the device can be affected by numerous factors including, but not limited to: manufacturing, user technique and patient anatomical conditions, each were considered. No anatomical conditions (calcification, obesity, scar tissue, etc.) Were reported, which could contribute to the reported difficulty in removing the device. However, a contributing factor to the difficulty in removing the devices may be tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset. The product was not returned for analysis which may have aided in the investigation. As there was limited reported information, a conclusive cause for the reported complaint could not be determined. During manufacturing, the starclose se devices are visually inspected. Additionally, a sampling of units is destructively tested to verify product quality, including proper retraction from the tissue model after the clip has been deployed. A review of the lot history record did not reveal any non-conforming material records for the reported lot. There is no indication of a product quality deficiency for this lot. The facility reporter indicated the index procedure occurred -during last month- from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery (cfa) after an unspecified procedure using a starclose se device. Reportedly, once the clip was deployed the starclose se could not be removed from the patient. The safety features were attempted unsuccessfully. The physician maneuvered the device and jiggled it finally removing the device from the patient's groin. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.